Event description:
Philips received a complaint indicates that shock was not delivered. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the therapy capacitance will need replacement. The customer has ordered replacement therapy capacitance to rectify the malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.